Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the insulin pump had alarmed button error. The customer's wife was assisted with button error/keypad anomaly troubleshooting. The customer¿s blood glucose level was 47mg/dl at the time of the incident. Customer's wife stated that the clock on the insulin pump was not observed due to the alarm being on the screen. No troubleshooting for the low blood glucose was performed as the call disconnected. The customer's wife was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump received with no button response due to corroded keypad traces on act and up arrow button. No button error alarm during testing. Pump received with corroded battery tube, cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted.